Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was on the opposite side of the adhesive patch, which resulted in high blood glucose level (22 mmol/l) and treated with correction injection via multiple daily injections event on (B)(6) 2026.